Event description:
Same case as: 2134265-2009-06800, 2134265-2009-06798, 2134265-2009-03905, 2134265-2009-03904. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The pt presented with chest pain and an acute myocardial infarction with st elevations. In-stent thrombosis was noted in the left anterior descending artery, the vein graft intervention to the marginal artery was 100% occluded with thrombus, the vein graft to the ramus was 70-90% occluded, and the vein graft to the left anterior descending artery contained 90% stenosed diffuse disease. The left anterior descending artery was predilated with a 2.0x12mm maverick balloon. Overlapping 2.5x24mm and 3.0x12mm taxus express2 stents were implanted in the mid left anterior descending artery, overlapping prior placed stents. The proximal stent contained residual stenosis despite multiple inflations with the 3.0x12mm taxus balloon. A 3.5x12mm taxus express2 stent was deployed overlapping the two taxus stents resulting in timi iii flow and 0% residual stenosis in the left anterior descending artery. The lesion in the ramus artery was dilated with both 2.0x12mm and 2.5x12mm quantum maverick balloons up to 20 atms. A kissing balloon technique was then used with a 2.5x12mm quantum maverick in the ramus artery and a 3.25x12mm quantum balloon in the left anterior descending artery, both inflated to 14 atms. Nine days later, the pt was seen for dyspnea and was noted to not be compliant with the recommended cardiac rehab program. In 2009, the pt presented with "fluttering" and coughing. A holter study showed mild sinus bradycardia which was medically managed. Three months later, the pt presented with dyspnea and chest pain that had been occurring for 3-4 weeks. The pt had a stress test and percutaneous coronary intervention was recommended. Eleven days later, the pt underwent the recommended percutaneous coronary intervention. A 70% in-stent restenosis was noted in the left anterior descending artery and 80-90% in-stent restenosis was noted in the proximal segment of the ramus branch of the circumflex artery. A 2.75x10mm cutting balloon was deployed in both the left anterior descending artery and the ramus resulting in less than 10% residual stenosis in the left anterior descending artery and less than 20% residual stenosis in the ramus artery. The pt was seen the following month, for a follow-up visit and was reported to be "doing well".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.